Event description:
The physician reported the coil pushed out of the neck of the aneurysm and pushed the microcatheter out of the aneurysm as well. The procedure was completed with the same device. The patient suffered no adverse effect as a result of this phenomenon and is reportedly doing fine. The physician provided no additional details regarding the alleged event.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.